Event description:
Pt was transferred from another local facility. The pt's pacemaker 1230h u1609850 (on recall, on alert) went into no output-failure. Pt had own heartbeat for backup. Also had 330-801/412543 in place. Fracture found above rings on 4/3/95. Sent to or for lead extraction & a new one was placed & was given new pacemaker. The pt experienced no problems during or following surgery.